Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was confirmed normal.

Event description:
It was reported that the left ventricular lead had dislodged, due to patient's coronary sinus stenosis. The lead was explanted and replaced.